Event description:
Reportedly, battery impedance rose significantly compared to last follow up. The device was replaced and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis showed that the device works normally without any overconsumption.

Event description:
Reportedly, battery impedance rose significantly compared to last follow up. The device was replaced and will be returned for analysis.

Event description:
Reportedly, battery impedance rose significantly compared to last follow up. The device was replaced and will be returned for analysis.